Event description:
It was reported to boston scientific corporation that three weeks after placement of corflo cubby low profile gastrostomy device, the device button locking adapter was noted to be broken. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.